Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure that the device locked out. No staples were deployed, knife advanced slightly then locked out. Reverse was used to remove the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Pc-(B)(4). Batch # 407a19. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with a gst60d reload present. The reload was received partially fired 1/16, with 8 double driver missing, making the reload non-functional. In addition the reload pan was noted to be partially dislodged from right proximal side. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one piece sled forward and locking the reload. Please reference the instruction for use for more information. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.